Event description:
Dealer advised enduser driving chair and it pauses for a split second and keeps going. Dealer advised just updated all of the electronics to mk6. Spoke with tech. Dealer hung up received information from tech.